Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy fluid, fever, nausea and abdominal pain. It was not reported if the patient was hospitalized for the event. The patient was treated with injection of vancomycin and injection of amikacin for the event (dose, frequency, route and duration not reported). It was reported the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was unknown if the patient was recovered or if the peritonitis was resolved prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.